Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
Manufacturer reference number: 2017865-2019-11917. It was reported that the atrial lead and right ventricular leads were dislodged. Both leads were explanted and replaced on (B)(6) 2019. Patient was stable before, during and after procedure.

Event description:
New information received notes that the leads exhibited loss of capture and undersensing.